Event description:
The patient reported a loss of therapeutic effect. She was not feeling the urge to urinate, her stream felt weak and she was concerned about residual urine. The neurostimulator had been implanted for urinary retention. There was no known accident or incident related to the event. During troubleshooting it was determined the neurostimulator was off on group 3 at 4.2. The patient turned stimulation back on and she felt stimulation in the buttock area. The patient changed programs until stimulation was in the bicycle seat area and she will continue to monitor her symptoms. . Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Programmer: model 3037, serial # (B)(4). Lead: model 3093-28, serial # (B)(4), implanted; 2009 (B)(6), explanted: unk.